Event description:
It was reported that an episode of automatic mode switch due to far-field r-wave oversensing was observed on the atrial channel via remote transmission. The patient was asymptomatic. Patient scheduled to come into the clinic and programming changes will be made.